Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return and further information were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the roller pump was not working properly. No other details regarding the nature of this event were provided.